Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The download data shows the device completed both priming sequences with an expected number of pulses in each sequence. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. This alarm stopped the delivery of insulin due to the empty reservoir. During investigation the soft cannula was not found to be bent, kinked or damaged. The needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the needle had deployed late. In addition the patient reports the pods cannula was found to be bent. The pod was not worn.